Event description:
Related to MFR report # 2183959-2012-00482, 00486. On (B)(6), 2006 the pt was implanted with an ams monarc sling with the intention of treating her stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. On (B)(6), 2006, and (B)(6), 2007, the pt had "excision surgery" to "remove portions of the pelvic mesh products." It was reported that the pt has experienced significant mental and physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.